Manufacturer narrative:
The issue was resolved for the customer by retraining the customer staff on proper techniques for operation.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
An x-ray technician who works in the ed CT room was preparing to transport a patient and while engaging the cart from brake to steer injured her left knee. She was allegedly standing at the front end attempted to engage the brakes from the sides and states she might have been standing slightly off center of the brake when her left knee twisted. It was reported by the customer that the nurse may require surgery as a result of this event. There was no alleged malfunction of the unit reported at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
An x-ray technician who works in the ed CT room was preparing to transport a patient and while engaging the cart from brake to steer injured her left knee. She was allegedly standing at the front end attempted to engage the brakes from the sides and states she might have been standing slightly off center of the brake when her left knee twisted. It was reported by the customer that the nurse may require surgery as a result of this event. There was no alleged malfunction of the unit reported at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.